Manufacturer narrative:
(B)(4). The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other prostyle device will be filed under separate medwatch report number.

Event description:
Patient ID: (B)(6). It was reported that on (B)(6) 2022, the patient presented for a cardiac ablation procedure. Two planned perclose prostyle vessel closure devices were pre-placed in the left femoral vein via two 7 french access sites and were used to achieve hemostasis post procedure. A third perclose was placed at 6 french access site which was then upsized to an 11 french sheath. Only one suture was pre-placed. On removal of the large sheath, the suture pulled out of the anatomy intact. Hemostasis of this access site was achieved with a figure 8 stitch and brief manual compression. A right femoral access site was performed. Two planned perclose prostyle vessel closure devices were pre-placed in the right femoral artery, 9 french sheath access site and used to achieve hemostasis post procedure. Heparin reversal (protamine) was provided per standard practice. There was no complication reported. On (B)(6) 2022, an ultrasound was performed. There was no hematoma or pseudoaneurysm at either groin site. There was a 10x2mm mobile, echogenic structure (unknown substance) in the periphery of the left common femoral vein. Reportedly, this could be the closure device or a small amount of thrombus. There was no additional treatment reported. The patients pre-procedure medications were continued. The patient was discharged from the hospital that same day. No additional information was provided regarding this issue.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. It should be noted that the prostyle instructions for use (IFU), states: the device is indicated for arterial and venous sheath sizes greater than 8f. At least two devices and the pre-close technique are required. In this case, the pre-close technique was initially performed; however, hemostasis was successfully achieved with a figure 8 stitch and brief manual compression. In the absence of device returned for analysis, a conclusive cause for the reported suture malposition could not be determined. The subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue.